Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An optometrist reported that a patient who underwent bilateral lasik was diagnosed with corneal abrasion in the right eye, at the one day postoperative visit. At the one week follow up visit, thr abrasion had healed and the patient was found to have trace diffuse lamellar keratitis (dlk) with slight dry eye in the right eye only. The topical steroid drops were increased, and the dlk resolved with treatment.